Event description:
It was reported that the saw emitted a black dust from the blade mount area during an orthopaedic procedure. There was no patient or user injury or any adverse consequences reported. There is no indication that the dust entered the surgical site or that additional treatment was administered as a result of the event. The case was completed successfully with another handpiece.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details the reported condition of the device emitting black dust could not be confirmed; no black dust was found. Due to corrosion within the handpiece, service replaced the osc head assembly and did a clean, lube, and adjust to the device.